Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose of 30 mg/dl. The user alleged the insulin pump was over delivering the insulin as said by the healthcare professional to customer. Customer was treated with glucose tablets for low blood glucose. Customer reporting symptoms of low blood glucose of unconsciousness. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.